Event description:
A nurse reports a patient with a possible decentered ablation. This report is for the left eye, the right eye is being reported under manufacturer's report number 1061857-2008-00095. Patient records were received and did not indicate an injury for the left eye. Ucva improved from 20/50+2 to 20/20-1 at 1 day post-op. No other visual difficulties were noted in the patient's records. The surgeon stated there was no patient harm/injury associated with this event. Additional information has been requested.

Manufacturer narrative:
Reporting of this complaint at this time is based on a previously filed serious injury MDR. As a result of that injury report, a 2-year reporting timeframe was initiated for all complaints of the same type. All complaint files for the ladar vision 4000 were reviewed for this type of event starting 2007. This MDR filing is a result of that retrospective review. A surgery database performance verification was conducted on this system and the analysis indicated the laser performance factors analyzed were operating within specification during the time of this patient's surgery. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when add'l info becomes available. This report mailed in to FDA on: 06/06/2008.